Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd scalp vacutainer® safety-lok¿ leaked between the adapter and tubing junction. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. Bd was unable to confirm the incident in question. Investigation comments: as no samples or photos were received for analysis, and since the analysis of the manufacturing history did not clearly indicate any reason that might lead to the incident in question, the claim was not confirmed. DHR review: the following assembled wing (code: 004651bjf) lots used in the claimed final product lot 4115293 were analyzed: 4086283 assembled on machines (B)(4) in the period from 15 to 04/29/2014. The batch in question were analyzed as "damaged component" tests; "leakage tube-wing"; "leakage tube-hub" and no records of these defects were found or anything that could clearly lead to the cause of the defect claimed in the batch history. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records that could lead to this issue for the lots involved in this complaint. Initial classification of the occurrence (based on the notifier's description) - notification classification according to code (s) and terminology (s) made available by (B)(6): code 1 level: 2300; term level 1: others; definition level 1: an event type, which is not included in this table, that results in a product-related event for health; code level 2: 2301; term 2: other; definition level 2: an event type, which is not included in this table, that results in a product-related event for health. Quantity produced: (B)(4) units. Final classification of the occurrence (after the investigation), according to the code (s) and terminology (s) made available by anvisa - level 1; code: 27300; term: other; definition: an event related to a health product associated with an assessment term that is not included in this code; level 2; code: 27301; term: other; definition: event related to the health product that is not included in this table. Conclusion: based on the investigations performed, it was not possible to determine a root cause for this complaint, since the complaint was not confirmed.